Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a do novo, moderately calcified lesion located in the moderately tortuous mid left anterior descending (lad) coronary artery. Pre-dilatation was attempted with a 2.5 x 12 mm trek balloon dilatation catheter (bdc); however, the balloon ruptured during second inflation at 12atms. The bdc was replaced with a non-abbott bdc to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information provided.